Event description:
In 2006, I had the essure procedure done. Since the procedure, I have had extreme bleeding and cramping. A uterine ablation was scheduled for (B)(6) 2013, but not completed due to the essure. Only a hysteroscopy and d&c were completed. The surgery helped the bleeding but the cramping is still constant. The essure procedure was performed at (B)(6), lot ref ess205, lot 12270995.